Event description:
The handpiece was returned to the MFR for service, and during the investigation it was found that the blade mount was chipped. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service eval. During the investigation it was found that the blade mount was chipped. Based on the investigation details, this can occur if non-manufacture blades are used with this handpiece or if the blade was not properly seated in the handpiece. The failure found could render the handpiece useless due to a loose fitting blade.